Event description:
(B)(6) followed the IFU to use the performer introducer. The doctor inserted the introducer with dilater into pt's body, and when he took out the dilater, he found out that blood leak from the check-flo of the introducer. So he can't use it anymore because of the blood leakage. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A functional test. Along with a review of the complaint history, device history record, quality control (qc), trends and a visual inspection of the returned complaint device was conducted during our investigation. Per quality control (qc) instructions, there is a confirmation of the proximal end of sheath for correct check-flo valve assembly, as well as verifying the joint is secure at body and cap. There is also a confirmation that the flare at the proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in fittings. Furthermore, quality control personnel confirm the security of fittings and that the disc is clean and free of debris and correctly positioned in cap each device is also 100% tested for leakage. The returned device was confirmed to leak from the sheath distal to the proximal hub. Detection activities have been completed; however, we are unable to determine with certainty the root cause for this event. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event. Per the quality engineering risk assessment, the risk is acceptable with the addition of this event due to high detection, low severity, and low occurrence no further action is required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.